Event description:
Rv unipolar lead impedance warning on (B)(6) 2023. Device programmed bipolar. High ventricular capture threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).